Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error alarm. The customer¿s blood glucose level was 310 mg/dl at the time of the incident. Customer was able to complete pump rewind. Customer was assisted with displacement test it was passed and manual prime was successful. Customer states that motor alarm did not recurs. The insulin pump will not be returned for analysis.